Manufacturer narrative:
Evaluation summary: as returned, the shell exhibited minimal signs of bony in-growth. The shell was in vivo for more than 8 months. X-rays were not provided. The shell migration through the acetabulum could be due to (but not limited to) improper shell size selection and/or osteoporosis/poor bone quality. However, the exact cause of the complaint cannot be determined. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be determined.

Event description:
It is reported by the patient that the device was implanted in 2008. The patient was revised 9 months later, due to pain and implant migration. It was noted that the central portion of the cup had migrated through the center of the acetabulum.